Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during testing, a 980 ventilator generated a carbon dioxide (co2) sensor error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). A covidien field service engineer (fse) inspected the device and verified the reported condition. In order to address the reported condition, the patient circuit cable was replaced. The fse performed extended self-testing on the device and all tests passed.